Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that since the beginning of the year there were multiple episodes of noise and oversensing on this right ventricular (rv) lead, but no inappropriate tachy therapy was delivered. At the device evaluation, noise was reproducible when the patient moved, but it was not oversensed. Lead impedances were variable with measurements of 1686, 768, and 1285 ohms, and trending showed that impedances had been erratic. Capture thresholds were increased and resulted in loss of capture at the current settings, however, the field representative was able to get a threshold of 1.0 volt at 0.4 ms during the evaluation. The patient had been asymptomatic. The vt zone was turned to monitor only, the vf zone was increased to 230 bpm, and a lead revision was planned. Additional information was received that surgical intervention was performed and this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.